Event description:
It was reported that the patient started feeling like she was going through withdrawals - burning up, dripping in sweat, chills, freezing, clammy, didn't want to eat, felt like she was going to get sick - this started a couple of days ago when she started tanning. The physician had also just increased medication concentration. The patient has gone through withdrawals before, when she was on oral morphine and reports knowing what it feels like.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).